Manufacturer narrative:
Device evaluation: visual inspection/product testing could not be performed as the product was not returned for evaluation. The reported complaint could not be verified. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, not provided, but the best estimate date is (B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted. Planned explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted on (B)(6) 2017. Due to patient dissatisfaction and complaints of blurry vision, dysphotopsia, and feeling the operative eye is extremely out of focus, an explant is planned to be performed. No additional information was provided.